Event description:
Contact reported post-op loosening of viper hardware system. On (B)(6) 2010, instrumentation was done for l1 to l3 spinal fusion with viper system. At some point after the surgery, it was found that the screw used for l1 was loosened. The pt is under observation and the surgeon has taken no action at this time.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.